Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified first diagonal branch in the left anterior descending artery. A non-bsc balloon catheter was advanced but failed to cross the lesion. Subsequently, the device was delivered with the aid of a non-bsc support catheter and dilatation was performed. A 2.25x16mm synergy stent was then advanced but failed to cross after multiple attempts. Upon removal of the device, it was noticed that the stent was lifted. The procedure was completed with non-bsc stent. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/13/2018 12:00 pm CT. The report number is being corrected from: 2134265-2018-64038 to: 2134265-2018-62759.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified first diagonal branch in the left anterior descending artery. A non-bsc balloon catheter was advanced but failed to cross the lesion. Subsequently, the device was delivered with the aid of a non-bsc support catheter and dilatation was performed. A 2.25x16mm synergy stent was then advanced but failed to cross after multiple attempts. Upon removal of the device, it was noticed that the stent was lifted. The procedure was completed with non-bsc stent. No patient complications were reported. A synergy ous mr 2.25 x 16mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed damage. A visual and tactile examination of the hypotube found multiple kinks along the full length of the catheter. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.